Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: d10. Keeping UDI partial emdr (B)(6) as serial number is unavailable. Ethan, an rn in the ccu, called to request assistance with changing an arrow pump to cardiosave. Esp personal gave the arrow disclaimer. The patient had just arrived from another facility. Ethan stated the cardiosave won't fill. Esp personal and ethan discussed using the adapter tubing. Ethan was very distracted during the call with a lot of background noise. Ethan stated he would get the patient settled, make sure he had the proper tubing, and call esp back if he had any issues. Esp personal provided him with esp direct call back number as well as the 1 800 teleflex number. Esp personal received a text later in the night that stated he was very busy, and they were going to leave the patient on the arrow pump. Esp personal encouraged him to call with any questions or if any issues arise.

Event description:
N/a.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had autofill failure occurred. There was no harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.